Event description:
Updated event date received for previously reported mi event.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection). Evaluation conclusions: known inherent risk of procedure (dissection).

Manufacturer narrative:
(B)(4). Results: (B)(4) inherent risk of procedure (myocardial infarction).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the proximal circumflex. On the same day the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. Approximately 2 weeks later during a staged procedure the patient had 3 endeavor sprint rx drug-eluting stents implanted to the mid lad. On the same day the patient suffered a mi. The reported mi was related to the target vessel. The investigator indicated that both events were unrelated to the study device.

Event description:
It is reported that an angiographic complication of dissection during stent placement in the lad during a staged procedure.